Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product had a broken outer cannula migrating from the neck. The patient was post partum x 1 month (pr e-eclamptic), covid negative, with hypertension, admitted for stroke/massive intraventricular hemorrhage. The patient was reintubated.